Event description:
As reported, during bilateral tapp procedure, the surgeon tried to fixate the 3dmax light mesh using capsure fixation device. It was reported that the device deployed two fasteners at a time after the device deployed about five fasteners which fixated with mesh. The procedure was completed using new capsure fixation device. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure fixation device ejected two fasteners at the same time. Based on photo review, a fastener that has been fixated to mesh. There appears to be a second fastener that has deployed into the peek cap of the fixated fastener. Photos do not assist in determining root cause. Based on the information available and without having the sample to evaluate, no definitive conclusions can be made. Review of manufacturing records shows product was made to specification. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Based on the sample being returned with all 15 fasteners deployed, no conclusion can be made to what extent if any the device caused or contributed to the deployment issues reported and found in the customer photos provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during bilateral tapp procedure, the surgeon tried to fixate the 3dmax light mesh using capsure fixation device. It was reported that the device deployed two fasteners at a time after the device deployed about five fasteners which fixated with mesh. The procedure was completed using new capsure fixation device. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure fixation device ejected two fasteners at the same time. Based on photo review, a fastener that has been fixated to mesh. There appears to be a second fastener that has deployed into the peek cap of the fixated fastener. Photos do not assist in determining root cause. Based on the information available and without having the sample to evaluate, no definitive conclusions can be made. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.